Event description:
Patient has an abbott heartmate 3 lvad which was implanted on (B)(6) 2018. He went to the emergency room on (B)(6) 2022 for weakness, nausea, diarrhea, had a CT scan which incidentally showed outflow graft thrombus. No issues with lvad flow at that time or alarms. Repeat CT (B)(6) 2022 showed outflow graft thrombus amounting to 2/3 lumen obstruction at area of greatest stenosis. Stable on repeat CT (B)(6) 2023. Following with close surveillance. If he develops low flow from the lvad outflow graft obstruction, he would require surgical intervention via thoracotomy to excise compressive materials. In light of the recent class I recall announced by abbott for this outflow graft issue, I wanted to report this case.